Event description:
Reporter alleged obtaining the results of 372 mg/dl and 131 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Boston scientific crm received info that this transvenous right atrial (ra) lead as part of the entire device system was explanted due to pocket infection. A new boston scientific crm device system will be implanted once the pt is cleared by the physician.